Event description:
It was reported to philips that the device's battery pca had bent pins. There is no patient involvement.

Event description:
It was reported to philips that the device's battery pca had bent pins. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 8 on the j2 connector was found damaged.